Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR. Engineering has evaluated and assessed this device malfunction. A fix has been implemented in version 9.4.4.1

Event description:
Iconnect enterprise archive a vendor neutral archive for storage and communications of medical images and data. A customer called to inform merge healthcare that an error message is displaying, which prevents the radiologists from viewing priors. The radiologists are having to remove priors from av and webadmin and then to push it from long term archive. The frequency of this event may result in a delay in patient care. The customer did not report a serious injury to the patient. (B)(4).